Event description:
The hospital reported that during an abdominal aneurysm blood weeping was noted from the bifurcation of the y-branch on the 14x8 mm 40cm hemashield platinum wdv bif graft. The length of time of the surgery was extended by 30 minutes. The surgeon applied compression on the bleeding area with gauze and administered protamine to stop the bleeding successfully. The surgery was completed with the product. A transfusion was not required and the hospital reported no patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).